Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient started to experience the pump sagging and flipping earlier in 2018. It was noted the patient's pump was removed and repositioned. The patient was seen in the clinic and still had leg pain but their back pain had improved. The cause of the pump sagging and flipping was not determined. It was noted the hcp could not see that the catheter was kinked or occluded. The patient's weight was not kept at the clinic. The issue of pump sagging and flipping was resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 22-nov-2012, UDI#: (B)(4), (B)(6) 2011, explanted: product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving morphine via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's pump was sagging in the pocket and flipping as a result of weight loss. The patient's healthcare provider (hcp) believed the catheter may be occluded or kinked. The hcp was scheduling the patient for a pocket revision and possible catheter revision or replacement. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.